Manufacturer narrative:
(B)(4). A review of the product release form and certificate of conformance (c of c) found that the driver passed all release criteria. The device was released in 07/2015 and is approximately 1 year old. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the driver lost power during insertion. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the driver lost power during insertion. No patient injury or consequence reported.